Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected on lcd connector and no unlocked connector noted. Pump passed the functional testing, including the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons during prime process. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was over 400 mg/dl at the time of the incident. The customer treated with syringes. The customer also stated that priming was the significant event leading to the keypad issues. The customer stated that the screen was not frozen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.